Manufacturer narrative:
The customer was informed not to reuse the cassette, as it is a single use device. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on november 11, 2013. Based on qa assessment, the product met specifications at the time of release. The customer did not return a cassette sample for this complaint report. The cassette pak lot number specific to this event is not known; therefore, lot number history and device history record (DHR) reviews are not possible. The directions for use (dfu) stipulates to the customer the procedure cassette pak is a single-use item and sterile disposable medical devices should not be re-used. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Based on the available information, the root cause of the customer's complaint may be attributed to re-use of a single use device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification power was not working. The case was completed using the same system. There was no patient harm. Additional information was received reporting the cassette was exchanged to proceed with surgery. It was later discovered that the cassette was reused. The customer was informed not to reuse the cassette as it is a single use device.